Manufacturer narrative:
There was no button error alarm noted. All buttons function properly; however, the pump had moisture on the keypad traces. The pump had cracked battery tube threads, cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 188 mg/dl. Customer was working on the garden and stated that she maybe got hit against the hip. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.